Event description:
It was reported that the patient presented with a myocardial infarction. The lesion was located in the non-tortuous, non-calcified mid right coronary artery. The 4.0 x 23 mm vision stent delivery system (sds) was advanced without resistance and inflated; however, the balloon ruptured at 8 atmospheres on the first inflation. The stent implant was deployed successfully. Post-dilatation was performed as per normal procedure. There was no resistance felt during retraction of the sds from the patient. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It was reported that pre-dilatation was not performed. It should be noted that the rx vision instructions for use state to pre-dilate the lesion with a ptca catheter. In this case it could not be determined if failing to pre-dilate contributed to the rupture.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) no pre-dilatation. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.